Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the small plastic pieces were breaking off inside where the transducer plugs in were identified. It is likely the result of the transducer socket was broken- housing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an issue where small plastic pieces were breaking off inside where the transducer plugs in. This occurred after a therapeutic percutaneous nephrolithotomy procedure. The procedure was completed using the same device. There were no reports of patient harm.